Event description:
The customer's family member called to report that patient used the device to check their blood glucose and they obtained a result of hi. Patient took insulin and didn't feel well. They also passed out and were taken to the hospital. No other information was provided. The device was replaced and requested to be returned for evlauation.